Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the 5 bd safetyglide¿ needle would not come out. The following information was provided by the initial reporter: they were giving injections (immunizations/vaccines) and when the needle was in the patient, the solution would not come out.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported by customer that 5 bd safetyglide¿ needle would not come out. The following information was provided by the initial reporter: they were giving injections (immunizations/vaccines) and when the needle was in the patient the solution would not come out.